Event description:
November 28th was a bad dexcom day. I managed to use 5 sensors! The first one expired that morning around 8:30am as it was supposed to. So, I replaced it but the replacement goosenecked and didn't last more than 10 minutes before failing. So, I replaced it. That one lasted a little over 6 hours before it said it had failed. Despite 6 hours of perfectly good readings. I've never had a sensor do that before. Ok, it's failed so I replaced it and get another gooseneck that failed within 5 minutes. I finally got another sensor on around 4pm that lasted all 10 days. Pt code: 4582. Device codes: 2981, 1559. Ref reports: mw5180472, mw5180473, mw5180474, mw5180475.